Manufacturer narrative:
.

Event description:
It was reported that the patient had symptoms of tingling in his upper extremities after lifting an air conditioner. An x-ray revealed that the patient's lead had migrated cephalad. The patient underwent a lead revision. The patient recovered without sequela.